Event description:
It was reported that shortly after this lead was implanted in the left bundle branch, it exhibited oversensing of noise which resulted in pacing inhibition. No asystole was reported due to the intrinsic rhythm of the patient. Reprogramming options were discussed by boston scientific technical services (ts) with the health care professional (hcp). No adverse patient effects were reported. At this time, this lead remains in service.